Event description:
The customer reportedly obtained blood glucose results of 257mg/dl and 86mg/dl on the compact system. The customer reports an additional comparison with results of 376mg/dl and 146mg/dl on the compact system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.